Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was blocked during use. The following information was provided by the initial reporter: "needle blocked."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-feb-2023. Customer returned one used pen needles. It was reported by the distributor that the needle is blocked. Pen needle was visually verified using magnification and found no damages. Flow for pen needles have been tested and observed proper flow of insulin during priming without any clog/block issues. Hence, alleged issue could not be confirmed. No DHR review can be carried out as lot number is unknown. Based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause cannot be determined as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ pen needle was blocked during use. The following information was provided by the initial reporter: "needle blocked".